Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one tls 3cg stylet. The sample was received inlaid through a t-lock assembly. The sample was received in two segments which appeared to share a complete break 3.6cm from the distal tip. Microscopic inspection of the sample revealed blood residue within the polyimide tubing. Magnets were observed within the tubing. Microscopic inspection of the break site revealed material necking in the stylet in the vicinity of the break. The polyimide tubing exhibited buckling in the vicinity of the break. The buckling in the tubing suggested kinking of the stylet prior to breakage. The necking in the wire indicated that it failed under tensile (pulling) stress. The blood residue indicated that the failure occurred during attempted use; however, it could not be determined if an additional factor(s) contributed to the original kinking/breakage of the polyimide tubing. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include introduction of damage during catheter trimming and forceful manipulation through a tortuous path.

Event description:
It was reported that the clinician made an attempt to place a PICC but felt resistance. The PICC was said to be trimmed twice. Upon removal of the first PICC, the stylet was found to be broken 2-3 cm from the tip. The patient was not hurt. A second attempt for PICC placement was made.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz0808 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clinician made an attempt to place a PICC but felt resistance. The PICC was said to be trimmed twice. Upon removal of the first PICC, the stylet was found to be broken 2-3 cm from the tip. The patient was not hurt. A second attempt for PICC placement was made.